Event description:
It was reported there was a decrease in recharging time. It was stated after the patient fell 2 weeks prior it only took 15-20 minutes to recharge whereas prior it took her 1-2 hours. It was noted the patient had not had her device checked after the fall 2 weeks prior. It was noted patient had prior fall with a lead break, see manufacturing report 3004209178-2013-03206.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3550-39, lot# n267543, implanted: 2011 (B)(6); product type accessory product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3550-29, lot# n260112, implanted: 2011 (B)(6); product type accessory. (B)(4).